Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 (air in line) alarm that occurred on the home choice (hc) unit during dwell 4 of 5. There was no obvious cause for the alarm, the hp stated they cleared the alarm and needed assistance with initial drain. The technical service representative (tsr) explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and finish with manual supplies and contact their nurse. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. The assignable cause could not be determined. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line, which is a use error that can cause system error 2240 alarms. The home patient (hp) advised that he thought he wasn't securing the connection tightly enough between the heater line and bag; no damage was noticed he said for those parts. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. : baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.